Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion, prime and excessive no delivery test due to prime alarm. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated she was going to refill pump and realized reservoir never registered. She stated the insulin was squirting out of tubing during prime loop and pump alarmed compromised force sensor system. The customer's blood glucose was 438mg/dl, she treated with levamir. Advised customer to discontinue the use of the pump and revert to back up plan. Customer agreed to return insulin pump for analysis.